Manufacturer narrative:
(B)(4), the reported complaint of "purge failure alarms" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "during in-servicing by sales rep, pump alarmed persistent purge failure alarms despite all troubleshooting and power reset multiple times". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided.

Event description:
It was reported that "during in-servicing by sales rep, pump alarmed persistent purge failure alarms despite all troubleshooting and power reset multiple times". No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during in-servicing by sales rep, pump alarmed persistent purge failure alarms despite all troubleshooting and power reset multiple times". No patient involvement.